Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient was found dead in their home and the patient was on numerous medications. Cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.